Manufacturer narrative:
The insulin pump had intermittent button response on the act button due to moisture damage on keypad traces. No unexpected button error alarms noted. Device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. The customer did not recall any significant events leading to the alarm. The customer was advised to remove the battery for 30 minutes and then reinsert it. The customer called again, and stated that the alarm returned. Blood glucose value was 177 mg/dl. The insulin pump was replaced and returned for analysis.